Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patients battery was having failure to charge. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg will not be returned and was sent to pathology per hospital policy.